Event description:
It was reported that externalized conductors were observed via x-ray. High hv impedance was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.